Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 53 mg/dl; however, the cause was due to sleeping for 13+ hours. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer declined further assistance from tandem technical support.